Manufacturer narrative:
(B)(4). G2: south africa. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported during an initial hip procedure that there was difficulty positioning the ringloc bi-polar and head together. It was then discovered that the ring in the bi-polar was bent. An additional 52 bi-polar was opened, and the head was removed from the polyethylene so the new implant could be positioned. There was a 5 (five) minute delay during the surgery due to the issue with the bipolar cup. Cement was used for the stem. Subsequently, after closing the operation, the patient did not regain consciousness and passed away approximately 30 (thirty) minutes later. Based on the information currently available, there is no evidence to suggest that device contributed to the reported death. The patient was 86 years old, frail, and had multiple comorbidities. An investigation is in progress. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined regarding the bent ring issue. Upon hcp review for the reported patient expired after the procedure, it was determined the death was not device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.